Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens dislocated one day post-op in the patient's right eye due to a small capsular rupture that had occurred while rotating the lens in the bag during surgery. The lens was explanted and replaced with an anterior chamber lens and the prognosis was reported as "good".

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7473815) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.